Event description:
It was reported that the flex arm bed attachment was locking up despite lubrication during an unspecified spinal surgery. No patient complications were reported.

Manufacturer narrative:
(B)(4): the instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Functional and dimensional evaluation found bed fully opens and closes without issue. Unable to replicate customer concern; after visual, optical and functional evaluation, no evidence was found that would suggest a defect in manufacturing or processing of the associated instrument. The instrument appears to be capable of performing its intended function.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.